Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/02/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) stopped compressions during use on a patient after the patient had been defibrillated. The medic reported that the patient was shocked 4-5 times while the autopulse was still in use. After the first shock the lifeband opened up and had to be re-applied. Then following this event the autopulse stopped compressions and needed to be restarted. The autopulse then displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Due to this event, no impact on patient was reported. No further information was provided.